Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse stated that the device's 390±10 pressure set point cannot be adjusted. Errors 63 and 77 were found in the logs. The fse replaced the compressor (0119-00-0236) after determining that it was defective. The pressure set point was adjusted to 390±10. The unit was tested with a catheter and test trainer. Functional tests were completed successfully. The iabp was returned to the customer in working condition.

Event description:
N/a.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) has a power-on test error code number 14. There was no patient involvement.